Event description:
A customer reported an altitude alarm on their pump. There was no adverse impact to the customer's blood glucose level, although the specific value was not provided. The customer did not need to replace the cartridge, and after receiving tips from technical support for preventing altitude alarms, they were able to resume insulin using the original cartridge.